Event description:
The reporter stated that during a lapidus procedure for revision of bunion surgery indicated for malalignment, the surgeon observed that two screwdriver tips were stripped and did not function. He used the ao adapter screw driver to complete the case. Also, the 2.7mm screws could not be fully inserted into the s plate ((B)(4)). Only the alpha 3.0 screws worked. These issues led to the surgical time being prolonged by about ninety minutes. There was no adverse outcome for the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.